Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) approximately 1 year, 7 months and 2 days post transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve the valve failed due to regurgitation. The patient presented with shortness of breath. The patient had a valve in valve using a 23mm sapien 3 ultra resilia valve. The patient was reported to be in stable condition.